Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that patient experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo further corrective surgery, has suffered financial or economic loss, including but not limited to, obligations for medical services and expenses, and has endured impaired physical relations. No further information has been provided.